Manufacturer narrative:
The device was returned for analysis. The reported suture separation was confirmed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4 - lot # updated from unknown to 3032841.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysmal repair (evar) interventional procedure. Reportedly, the suture broke at the junction between the white and blue thread. Two additional prostyles were attempted and the same occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 18f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.